Event description:
High impedance, noise, inappropriate shock, loss of capture, and threshold increase was reported. Invasive testing revealed an inner coil issue. The lead was cut and capped with the yoke returned for analysis. No patient complications were reported as a result of this event.